Event description:
The lay reporter/ mother contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate erratic readings on her daughter's one touch ultra easy meter. The mother mentioned that her daughter was hospitalized due to the alleged inaccurate readings her meter was displaying. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient had felt that the meter was displaying correct readings and she was adjusting her insulin (decreasing it) according to the meter readings. At the end of (B)(6) 2010, the patient started to develop symptoms where she feeling thirsty, drinking more water and also had frequent urination. The patient thinks she tested her blood glucose and the meter displayed a "normal" reading. The patient does not recall when she first started to decrease her insulin. On (B)(6) 2011, the patient went to the hospital because she was feeling unwell, the patient would not specify her symptoms. She compared her meter to the lab; however, does not recall the readings. The patient's diabetes regimen was adjusted based on the lab result. The patient was admitted in the hospital for a day and was treated with insulin. Per patient the diagnosis was "high blood sugar levels". The patient refused to provide her new diabetes regimen or what she considers a normal reading for her. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The meter was replaced. The complaint is being reported since the patient alleged that due the inaccurate reading on her meter, she went ahead and decreased her insulin; however, at an unspecified time later she had developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 (03/21/11)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the returned meter, returned test strips, and retain test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
A (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.